Event description:
Reportable based on analysis completed on (B)(6) 2012.it was initially reported that the maverick balloon has a leak. The balloon was received. The device analysis revealed a pinehole. The patient remained stable and no complication has been reported.

Manufacturer narrative:
(B)(4).device evaluated by MFR: a pinhole leak was observed in the balloon. The pinhole leak was noted 2mm distal to the distal edge of the proximal markerband. An examination of the balloon material and of the proximal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).